Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent a system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The internal inspection of the cycler showed indications of insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient reported that they felt very full and went to the clinic to manually drain out into a full manual bag. The patient stated the cycler filled more solution than what was displayed. The patient stated using two 5l bags and at the end of the treatment this morning both bags were empty. The patient's total volume for treatment was 8500ml. The patient discontinued treatment during drain 4 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3546 ml during drain 4 of the treatment. This drain volume is 177% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient came into the clinic connected to a manual drain bag. The pdrn stated that they assisted the patient with a manual drain, but no liquid drained out. The pdrn stated that the patient has been very constipated, but this did not result in hospitalization or medical intervention. The pdrn stated that the patient did not bring in their stick to the clinic after the event, therefore they cannot confirm if the cycler actually filled the patient with 5l. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation. Upon further follow up, the patient stated that they cancelled their pd treatment; and then clamped the line and went to the clinic to do a manual drain. The patient stated that they manually drain about 3l to 5l (the patient could not remember exactly how much was drained).